Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively during primary knee-tep left side foam packing material was found to be sticking on the femoral component. Another implant was available and used without any issues. No surgical delay, no adverse patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found a foreign material on the device. Root cause and corrective action are documented in the CAPA system. This device was manufactured on 22-feb-2020. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. H10 additional narrative: added: d10. Corrected: h3.